Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2016 the patient felt pain on left knee. The revision surgery was done and it was noted pad was broken.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported fracture. Based on the location of fracture and features adjacent the fracture, the device appears to have been externally rotated with respect to the tibial tray, resulting in posterolateral overhang of the tibial insert with respect to the tibial tray, with posterior loading of the lateral articular surface of the insert from the femoral component, likely during deep flexion. This loading may lead to a higher than expected stress on the superior surface of the insert resulting in fatigue crack initiation and propagation to failure. No material or manufacturing defects were observed that would have contributed to the fracture. Review of the device history records did not reveal and deviations or anomalies. A complaint database search finds no other reported incidents against the product and lot combination. The investigation could not draw any conclusions about the root cause of the device external rotation with respect to the tibial tray with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was no indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.